Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 sensor with the ilet, while the dexcom receiver was powered off and the sensor initially failed to connect to ilet despite correct entry of the pairing code and an ilet restart; a subsequent sensor was applied, paired with the dexcom app, completed warmup, and later successfully connected to the ilet after the sensor code was updated and time was allowed for pairing. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included successful sensor pairing to the ilet and instruction to contact dexcom for replacement of the initial sensor that did not pair. Investigation included guided troubleshooting, verification and re-entry of the sensor pairing code, ilet restart, installation and use of the dexcom g7 app to scan the applicator, and additional time allowed for device-to-device pairing. Investigation of this case revealed a connectivity and pairing issue limited to the ilet interface with the initial g7 sensor, with resolution achieved through code verification, app-based scanning, and system restart, indicating software or communication synchronization as the probable contributor rather than a sustained hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-system pairing synchronization error resolved through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.